Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose level and had to go to emergency room with blood glucose of over 500 mg/dl. Customer did 2 to 3 insulin pump site changes and gave 90 units of insulin and his blood sugars still did not go down. Customer's mother stated that the label was rubbed off of the back of insulin pump. Customer was in the hospital about 9 months to a year ago on (B)(6) 2018. Customer's mother stated that they did troubleshooting on the insulin pump at that time. Customer was connected to insulin pump months ago and went back on the pens. The previous error was 9 months to a year ago. Customer was over 500 and had to go to the emergency room and he was advised by doctor about 3 to 4 months ago to go back on the insulin pump. Customer reconnected to the insulin pump and he had a similar experience last week. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window. (B)(4).